Manufacturer narrative:
(B)(4). The patient presented to the hospital on (B)(6) 2010 with septic shock due to toxic shock syndrome with subsequent circulatory collapse and acute renal failure, cellulitis and epidermolysis. CT imaging confirmed a soft tissue infection at the bilateral thighs that extended to the femur. The patient underwent an emergency incision and drainage of the bilateral thighs. The patient also underwent an emergent cystoscopy, urethroscopy and removal of the mesh sling. The patient underwent an incision and drainage of the right thigh with subcutaneous tissue and fascial biopsy and incision and drainage of left thigh on (B)(6) 2010. The patient had a wound vac change on (B)(6) 2010 and a split thickness graft at the right thigh on (B)(6) 2010. The patient was treated in ICU through (B)(6) 2010 with intubation, mechanical ventilation, vasopressors, hemodialysis, multiple IV antibiotics, and a feeding tube. The patient was transferred to a rehabilitation hospital in a weakened, deconditioned state on (B)(6) 2010. The patient was transferred to several additional facilities for would care and additional procedures and treatments. The patient was discharged on (B)(6) 2010. (B)(4) epidermolysis.

Event description:
It was reported that a patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse, rectocele, cystocele, and stress urinary incontinence.